Event description:
It was found during investigation of a returned pump that the downstream occlusion seal was ripped, and upstream occlusion seal was bubbled. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. Damaged battery door, damaged battery compartment, bubbled upstream occlusion (uso) seal, ripped downstream occlusion (dso) seal, scratched lcd lens was noted. Functional testing was performed. The allegation made by the complainant was not confirmed. The probable root cause of the reported issue is unknown. The battery door, battery compartment, uso and dso seal, lcd were replaced and dso sensor was calibrated. The device passed all functional testing after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.